Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/21/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: no damage or peeling to keypad. Contrast key is not working, ok, down and up keys are working. Removed the keypad and found contamination under the all key contacts. Bolus button torn/punctured. Unrelated to the complaint, found a dim pink display; battery compartment cracked below bumper pad. Damaged cartridge compartment - cracked and chipped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.